Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager(stm) was dispatched to evaluate the iabp. The stm tested the end user ECG trunk cable and leak wires with a simulator. The stm operated the iabp with simulator in all ECG modes and was unable to reproduce the reported issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The full name of the event site has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an ECG trigger malfunction occurred. No patient harm or adverse event was reported.